Event description:
Facility reported that "pct came to address pt machine alarm and found pt holding venous needle almost out and tip of the needle hanging loosely in pt's thigh graft. Access was taped securely w/butterfly tape in place too. Pt told cm that he may have moved while asleep and pull back the blanket on the access and loosen the tape and the needle almost slip out. Pressure dressing applied immediately blood returned through arterial needle and dialysis discontinued. Bp 108/56 p. 92. A 400 cc normal saline given. The 911 ambulance came -took pt to (B)(4) hospital. Shift m.d. Notified, as well as the pt's sister of the incident. Pt last hgb drawn (B)(4) 2009. Result: 10.6%".

Manufacturer narrative:
Dated 03/17/2009, based on the results of jmsna's clinical affairs investigation, the clinic manager did not think that the needle was defective in anyway. She felt that the needle was too short for the pt's graft. She has discussed with the medical doctor and they have decided to use a 15gx11/4" needle on this pt from now on. Conclusion: based on the results of jmsna's clinical affairs investigation, there was no evidence that the needle contributed to this event. The clinical manager did not think that the needle was defective in anyway. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product.